Event description:
The following was reported to gore: on (B)(6) 2021, the patient presented with thoracic aortic aneurysm and underwent treatment utilizing a gore® tag® conformable thoracic stent graft with active control system (ctag ac) and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx). The ctag ac device was advanced and deployed distal to the left carotid artery with the vbx utilized as a subclavian artery chimney stent. After placement of the endoprostheses, a type 1 endoleak was observed at the proximal end of the ctag ac device. The physician decided to balloon the proximal end of the endoprosthesis and doing so resulted in a retrograde type a dissection. The procedure was the converted to open surgery in attempt to repair the retrograde type a dissection. The patient initially tolerated the procedure but subsequently expired postop while recovering in the ICU.